Event description:
It was reported that there was telemetry failure with the programmer. The programmer and radio frequency head were returned for service and calibration. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Correction: (B)(4) device. Evaluation summary: (B)(4): analysis could not confirm the reported event, however the link electronic module (lem) circuit board was replaced. (B)(4): analysis could not confirm the reported event, no anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.